Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse found the urethral catheter was detached and the balloon was ruptured with the damaged position intact, and notified the physician. A urethral catheter replacement was made following the order by physician, and the amount of urine was normal.

Manufacturer narrative:
The reported event was confirmed as user issue based on the event description. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." Correction: concomitant medical products , device evaluated by MFR . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse found the urethral catheter was detached and the balloon was ruptured with the damaged position intact, and notified the physician. A urethral catheter replacement was made following the order by physician, and the amount of urine was normal. Per email received from the ibc representative on (B)(6)2019 , this complaint is user related due to the use of paraffin oil used as a lubricant.